Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 152 mg/dl.